Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Troubleshooting with tandem customer technical services determined the pump functioned as intended. The customer's blood glucose level (bg) was in the 200's mg/dl. The customer indicated was using u500 insulin and that the bgs are due to type of insulin.